Event description:
It was reported that there was withdrawal. On sunday ((B)(6) 2014) the patient started to have a lot of distress and high blood pressure. The patient went into the emergency room on (B)(6) 2014 and was admitted to the hospital. The ER physician and the managing physician spoke before the patient was admitted and there was no way for them to determine whether the pump was working or not. The healthcare provider wanted a manufacture representative to come to the hospital to confirm whether the pump was working or not. If the pimp was working then there was another health issue not related to pump that needed to be addressed. The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n113868, implanted: (B)(6) 2007, product type: accessory; product ID 8709, lot# j0039909r, implanted: (B)(6) 2001, product type: catheter. (B)(4).